Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on unknown dates. This is report one (1) of two (2). Confirmation pcr tested was performed (platform unknown) which generated negative results. The customer stated that no additional information will be provided.

Manufacturer narrative:
Additional information: event date is an approximation. PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report number: 1221359-2022-04267.

Manufacturer narrative:
Additional information: d4: expiration date, UDI number. H4: device manufacture date. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1069453 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1069453 and test base part number 190-430 / lot 1069453. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1069453 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Additional information: b3: date of event was obtained. B5: additional event narrative. D4: lot number. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer provided additional information stating that the patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing (platform: bdmax) performed (B)(6) 2022 which generated a negative result. The patient was reported to have been asymptomatic at the time of testing. No further information was reported.